Event description:
Baxter (B) (4) reported leakage from the drain bag on a y-set. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Add'l PMA/510(k)#'s: k961825, k883239. Eval summary: results indicate confirmation of the reported event of leak in the drain bag of a y-set. This was due to a cut/slice/hole. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.